Manufacturer narrative:
Additional information: product analysis :visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4) (extended surgical time). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery at t3/l2 levels, for the treatment of scoliosis. Post-op, removal surgery was performed. During this removal surgery, while the set screw at t9 was removed with the help of the t27 driver, the tip of the driver made a strange sound and broke. The set screw was hard to remove from the screw head because the broken tip of the t27 driver was stuck inside of the set screw. Reportedly, the other set screws were removed using another t27 driver but there was no way to remove the relevant implant (set screw at t9) and it was decided to cut the rod of cranial and caudal sides. It was reported that the surgical time was extended for 1 and a half hour to 2 hours. After the rod was cut, the broken tip was pulled out using pliers that the hospital owned. It was reported unknown whether any other fragment of the broken driven remained in patient or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.